Event description:
Acct. Reports that fluid is leaking through the "air hole" when using lipids. States also had occurrences when using d10, d17, and d20 with an umbilical venous catheter. Causes an occlusion alarm on the imed, if they replace the filter it runs ok for 8-12 hours and then alarms again. States they attch the lipids at the y-site below the filter and it appears that the lipids/tpn back up and leak out of the filter.